Event description:
The nurse began putting the medication into the syringe pump to get it programmed before the or procedure but the unit when turned on gave a super cap error and required a service maintenance password to unlock it. Upon submitting the repair request to biomed, the nurse informed us that this error had happened previously, which prompted a phone call to the manufacturer, smiths medical. Per site reporter: smiths medical informed us that the syringe pumps will develop a software error (super cap error) when the battery is discharged below 20% and needs service to reset the unit to clear the alarm. The pump, from this point on will randomly have error return until it is sent in to manufacturer for main circuit board replacement. The manufacturer, smiths medical, has identified this is an issue and will perform the repair at a discounted flat rate than normal. There is no recall at this time according to the manufacturer.